Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the up arrow, down arrow, and ok keypad buttons are unresponsive. The contrast button was found to be functioning appropriately. After pressing the bolus button, the keypad buttons became responsive again. There was evidence of contamination found on the bolus button contact.

Event description:
The patient reported that he was sitting in a chair and saw the pump program a bolus and deliver. The patient indicated that he had a blood glucose level of 56mg/dl. The patient treated with apple juice. This does not meet animas criteria for an adverse event. The patient rebooted the pump and the keypad is unresponsive.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.